Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00x20 synergy ii drug-eluting stent was advanced for treatment. However, during insertion, it was noted that the stent strut got lifted. The procedure was completed with another of the same device. No patient complications were reported.